Event description:
It was reported that the patient presented in-clinic after receiving a vibratory alert due to high, out of range, hv lead impedance. Decreased r-waves were also noted. Lead fracture was suspected. The lead was capped and replaced. The patient was fine following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.